Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using a 6f sheath. Reportedly, despite properly deploying the plunger without issue, the plunger was unable to be retracted. The foot of the device was retracted and the device was removed from the patient. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger retraction problem and difficult to open or close the foot could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed MDR, additional information was received: the difficulty removing the plunger caused difficulty retracting the foot. After partially retracting the plunger, the foot was able to close before removing the device from the patient. No additional information was provided.